Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that company representative phoned into technical services inquiring about what might cause far field r-wave (ffrw) oversensing on the right atrial (ra) lead channel only when performing a threshold test, otherwise it is not being seen. Additionally, the rep indicated that the patient was very sensitive while right ventricular (rv) lead threshold testing was performed during in-office testing. The patient was very uncomfortable and stated it was painful. The physician requested an x-ray, and eventually an rv lead revision was completed. The leads remain in use. No patient complications have been reported as a result of this event.